Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, baxter could not determine root cause. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated, he has a large amount of air in patient line. The technical service representative (tsr) advised the hp that he will need to end therapy and start over with new supplies. Product surveillance contacted the patient on (B)(4) 2010. According to the patient he did not see any holes or leaks in his supplies. The patient stated he discarded his cassette, started over, and resumed therapy successfully. There was no patient injury or medical intervention associated with this event.